Manufacturer narrative:
The camera cables have not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, this complaint is being reported because the surgeon decided to convert the da vinci si hysterectomy procedure to an open surgical procedure after having issues with the left eye video on the surgeon side cart. The camera cables were replaced.

Event description:
On (B)(6) 2013, the site contacted intuitive surgical inc. (Isi) technical support to report that the left eye video was lost on the surgeon side cart during the setup for a da vinci si hysterectomy procedure. When the da vinci si system was switched to 2d video, the image appeared on the left eye. The site was advised to swap out the camera cable. When the site tried 2 different camera cables, one of the cables resulted in no image in the left eye and the other cable resulted in a yellow tint. The surgeon then decided to convert the case to an open surgical procedure. It is unknown if the patient was docked to the da vinci system at the time of the reported issue. Later the same day, the site continued to swap out cables and camera head and determined they had 2 bad camera cables. The site contacted customer service to replace the camera cables. On (B)(6) 2013, the site received the new camera cables and confirmed that they are working properly. Isi attempted to contact the site to obtain more information about the conversion to open surgical procedure; however, no additional information has been provided as of the date of this report.